Event description:
Customer's mother reported that customer was out of reservoirs and was receiving a no delivery alarm. Caller was advised to have customer change infusion set only until rservoir arrived.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.